Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph despite actively displaying cgm readings. Customer's blood glucose level was 117mg/dl. During troubleshooting with tandem technical support, the customer was instructed to perform a pump reset. Customer acknowledged and declined further troubleshooting.